Manufacturer narrative:
(B)(4). The device was returned and an evaluation was performed the evaluation could not reproduce the reported symptom unk system error. Review of the event history log found multiple system error 322 alarms, confirming this to be the unk system error, but failed to reproduce the alarms. The evaluation found that the upper and lower auxiliary assemblies were failing, which are known contributors to system error 322 alarms. The failed upper and lower auxiliary assemblies were replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded stated and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate the issue.

Event description:
It was reported that a spectrum infusion pump had an unk system error alarm. It was also reported that there was no patient involvement.